Event description:
The customer reports that during a colostomy reversal procedure, the device made an incomplete seal. Per the operative report; during the procedure the device was inserted into rectum, the test device was opened and the two ends of the bowel was attempted to be anastomosis. An incomplete firing of the stapling device was noted with the initial firing. The surgeon resected some more of the bowel, attempted to re-staple with a second device; with this firing one ring was noted to be incomplete. An underwater test was performed, no air leak seen with this firing. Each firing was with a new device. They closed the colostomy and then the surgeon realized after the problem with the firing that they had dissected the urethra. An urologist was called in to repair the urethra. The patient received a temporary ileostomy as a result. The plans are to reverse it in a couple of months. Both devices were discarded. Per the risk manager, they are submitting a formal report. During investigation, risk manager advised: that the ureter was transected by the harmonic scalpel. It was unintentional and a urologist was called in to do the repair.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent additional information: (B)(6) 2011 "per the caller, they participate with (B)(4) and are filing a report; unique ID# (B)(4). After speaking with the staff, some of the staff thought it might have been too much tissue in the device. They met with the surgeon on (B)(6) 2011, per the surgeon; it was both user error and equipment failure. Since the devices were discarded, the lot number could not be determined. They had two lot numbers on the shelf; the devices could have been one of those." (B)(6) 2011, additional questions were not asked due to the information provided came directly from the operative report. Per the risk manager, they can be contacted directly if further information is needed. (B)(6) 2012, received user facility medwatch # (B)(4). (B)(6) 2012 - spoke to (B)(6), the risk manager. She indicated that the ureter was transected by the harmonic scalpel. It was unintentional and a urologist was called in to do the repair. Patient had a hartman's procedure initially due to acute diverticulitis and large bowel obstruction. Patient was given the ileostomy due to the length of the surgery. Surgery started at 9:30 a.m. And ended at 2020. The patient's records did not indicate when the reversal was scheduled. Asked the risk manager why none of the products were saved, since the issues occurred during the case, and she did not know why. She said that usually the staff is very good about saving product. Surgeon did not tell the staff that there was an equipment problem. A couple of days later, the surgeon told the staff/family that the stapler misfired. She noted that some of the staff thought there might have been too much tissue in the device. Asked the risk manager if she thought the surgeon might be open to a phone call from a cross functional team here at ees. She did not know but provided the surgeon's office number (B)(6). (B)(6) 2012 - requested product code of harmonic device from risk manager, but she could not find one. Used (B)(6) 2012, as the alert and received date, since there was no mention of the use of a harmonic scalpel until the user facility medwatch was received on (B)(6) 2012. (B)(6) 2012, called the surgeon's office and received the office voice mail. Left a message asking if the surgeon would be interested in having a phone call with a cross functional team here at ees to discuss this event. (B)(6) 2012, contacted rep: do you have any additional information regarding the ace, such as: "which product code" what was the ace being used for "anything else". (B)(6) 2012 - contacted rep: do you have any additional information regarding the ace, such as: which product code, what was the ace being used for anything else?